Manufacturer narrative:
This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that towards the end of a da vinci-assisted surgical procedure, an error 319 occurred. The customer attempted to reboot the system but the error kept reoccurring repeatedly. A technical support engineer (tse) reviewed of the site¿s system logs and confirmed the error 319 due to a non-responsive endoscope controller (ec). The customer attempted to recover the error fault by reseating the orange fiber cable between the ec and the video processor, reconnecting the power cable of the ec and performing a hard system power cycle, however, the issue persisted. At that time, the customer made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the recurrent error faults were observed at the very end of the procedure. Troubleshooting was performed; however, the user was unable to clear the error fault. Following this, the surgeon decided to undock the patient side cart (psc) and convert the procedure to laparoscopic surgery. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported event was confirmed during field evaluation and review of the system logs. To resolve the issue, the fse replaced the ec. The ec contains a high-intensity light source to illuminate the surgical site and the electronics for processing the video images from the endoscope.